Manufacturer narrative:
The production documents of this lot prove that the right materials / components were used and that the instruments were manufactured in accordance with the production specifications. Performing a visual inspection, we discovered that the jaw hinge of one jaw was broken. The remaining jaw part is strongly bent laterally. Upon conducting a hardness test, hardness values of 44 hrc were rec'd which are within the tolerance. Performing a visual inspection under the microscope, encrustations from tissue and body fluids were found as well as corrosion in the hinge area. The cause of brekage is obviously due to an insufficient / improper reprocessing and/or overstressing / misuse of the instrument. Since this evaluation indicates no defect of material, no faulty design or any defect in manufacturing, we feel that no corrective measure is to be taken.